Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. No over delivery or under delivery anomaly noted. Hardware low level failures alarmed during self test due to broken trace at pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device had minor scratched display window, scratched case, faded serial number label, pillowing keypad overlay and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an audio anomaly. They did not hear the difference between the audio volumes 1 and 5. The device failed the audio beep test during the call. It was also reported that the customer experienced a low blood glucose level of approximately less than 2 mmol/l on (B)(6) 2018 which resulted in the customer fainting and breaking their leg. Emergency medical services was called and the customer was taken to the hospital. The customer's blood glucose level was 8.9 mmol/l during the call. The device will be returned for analysis.